Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have an engagement failure. The instrument yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Log review of the customer system confirmed 3 engagement failures. Log review showed 9 engagement failures via error code 22020 indicating engagement failure on the pitch axis. Additional findings not related to customer reported complaint: for clarification, the instrument was found to have the cable crimp from wrist control cable at the grip hub dislodged. As a result, the cables appear to be broken but it is not. The cable crimp is captured inside the welded grip.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the permanent cautery spatula instrument had an engagement failure. The procedure was converted to an open surgical procedure for an unspecified reason.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery spatula instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.